Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5174030/5173994.

Event description:
It was reported that the patient was experiencing inadequate pain relief at the desired location. The patient underwent a full system revision wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted device components will not be returned as they were discarded per facility policy.